Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 02/2014; electrode belt (B)(4): 05/2014. Additional inappropriate defibrillation narrative; inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event while at home. The pt was treated at 00:16:04 on (B)(6) 2015. Motion artifact contributed to the false detection. The pt was conscious and walking but the response buttons were not used prior to the treatment. The pt fell following the treatment and hurt her wrist. The pt did not seek medical attention following the treatment and continued to use the lifevest. Further follow-ups on the status of the pt's wrist injury were unsuccessful. It is unk in the pt required medical attention for the reported wrist injury.